Event description:
The customer reported to olympus, the colonovideoscope tested positive for unexpected contamination. The scope was sampled once for each channel. During the sampling, the scope tested positive for > 80 colony forming units (cfus) of pseudomonas aeruginosa. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not confirmed if the facility delayed the start of precleaning on the equipment after use. The customer did not provide the steps taken during the precleaning process. The customer did not provide the steps taken during the manual cleaning process. For automated endoscope reprocessor (aer) treatment, an unspecified machine is used with unspecified cln detergent and paa (disinfectant). The scope is dried using the drying process built into the aer as well as blown dry using filtered, compressed air. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled with filter water. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
As indicated in b5: upon device return and evaluation, it was observed that white residue remained inside of the air/water separator of the connector due to insufficient cleaning or handling of the scope, which is also a reportable event. The device was sent to an independent laboratory for culture testing. The device tested positive for 4 colony forming units (cfus) of micrococcaceae which, is conforming to standard. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
Upon device return and evaluation, it was observed that white residue remained inside of the air/water separator of the connector due to insufficient cleaning or handling of the scope, which is also a reportable event. This medical device report (MDR) is being submitted to capture the additional reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Upon review of the information provided by users regarding the facility cleaning disinfection and sanitization (cds) practices, no obvious deviations from instructions for use (IFU) were identified. The device was evaluated and an additional potential adverse event was confirmed. A white residual/foreign material was observed in the air/water connector and in the air/water channel block. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, the observed white residual/foreign material observed in the air/water connector and in the air/water channel block could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation identified that might result in the retention of foreign material and based on the user provided reprocessing information, it could not be determined if there was any deviation from the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The following is included in the device IFU: an insufficiently reprocessed endoscope and or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.